Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during cybersecurity upgrade, the merlin programmer overestimated the battery longevity. No intervention was reported. Patient was stable.